Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) had no bluetooth (ble) telemetry. Further information was requested but not provided.

Event description:
Additional information received indicated the ICD was interrogated which revealed the ble issue was not due to excessive ble communication. It was decided to finish the case with wand only telemetry. There were no patient consequences reported.